Event description:
The event occurred on an unspecified date and involved a unspecified tego where it was reported there were issues when flushing, and connection was loose hemodialysis lines. There was patient involvement but unknown patient harm.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. D4: unknown UDI due to no list or lot number provided.

Manufacturer narrative:
Investigation summary. Photos were provided by the customer. No defects or anomalies noted. The complaint could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history record could not be reviewed due to the unknown lot number.